Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation results: the access port involved in this incident has been returned for evaluation. No visible defect has been detected on it. The acccess port and its catheter are dimensionally compliant with the specifications. A disconnection test has been performed on the returned device. The disconnection force is more than 3 times superior to the requirement. Conclusion: the returned access port presents no failure and is compliant with the specifications. The incident was discovered only 2 months after the implantation. No other incident was reported on the access ports batch. This information allows us to deduce that the catheter disconnection is probably due to incorrect catheter/port connection by the practitioner. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Access port placed (B)(6) 2017. Catheter migration from the port into the svc. Migration discovered during chemotherapy. Removal and re-implantation required. Chemotherapy was not delayed thanks to the implantation of a PICC line on (B)(6) 2018. Access port + connection + a part of the catheter kept. New port implanted (B)(6). At the time of chemotherapy treatment, no reflux during the infusion after several attempts. Ray control confirmed disconnection of the catheter from the chamber, pain was present, catheter removed in interventional radiology.